Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Review of the log files show that the device was force-shut-down and after that only error logs are visible in the log files. It is most likely that some data on the memory have been corrupted during the force quit. As a resolution, the customer was advised that the issue should be fixed after doing a software update with the data provided.

Event description:
The customer reported a ui failsafe on this device. Logfiles can't be downloaded and there is the message "waiting for bellavista to start up completely" on the gray bar and no progress is visible when they connect a bellavista ready usb stick. The problem can't be solved with a restart. Patient involvement is unknown as of this time.